Event description:
Customer alleged blood glucose results of 255 mg/dl, 143 mg/dl, 156 mg/dl, 180 mg/dl, 405 mg/dl, and 120 mg/dl when testing was performed back-to-back on the compact plus system. Customer reported symptoms of dizziness, headache, and feeling sick, and stated that she did not know whether symptoms were due to blood glucose or to the heat. Customer reported no action or treatment based on the results. No serious adverse event was reported in connection with the alleged malfunction. A request was made for the return of the suspect device and replacement was sent.